Event description:
Pt reported "starting two to three weeks ago I had some vomiting and obstruction. I had a band slip." Follow up findings; pt reported they had their band repositioned and everthing is okay." Follow up findings from physician's office reported "anterior gastric prolapse, repositioned the band."